Manufacturer narrative:
The reported failure of a ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: review of the DHR for this device, serial number h328694998b67, did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
A trilogy evo was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. There was no evidence the device was in use. During the initial evaluation a ventilator inoperative alarm condition was observed in the device's downloaded event log. The device's system board was replaced to address the issue. Additionally, not related to the reportable issue, a low minute ventilation patient setting alarm was observed. The device's three-way solenoid and proportional valves were replaced to address the issue. Several components were replaced due to contamination and yellowing. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.

Manufacturer narrative:
The manufacturer previously reported a trilogy evo was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. There was no evidence the device was in use. During the initial evaluation a ventilator inoperative alarm condition was observed in the device's downloaded event log. The device's system board was replaced to address the issue. Additionally, not related to the reportable issue, a low minute ventilation patient setting alarm was observed. The device's three-way solenoid and proportional valves were replaced to address the issue. Several components were replaced due to contamination and yellowing. Additional information received states the components were not replaced. The device is being returned to the customer unrepaired due to no response.